Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland. Name: (B)(6). Country: united states of america. Street: (B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the infusion set cannula was bent on (B)(6) 2026. The patient was experienced high blood glucose levels and treated with pump. The infusion set was in use for three hours.